Manufacturer narrative:
Review of manufacturing records was performed. Review and confirmation of manufacturing records was performed. No anomalies were found. Device is part of several implanted components that comprise a pacing system. We are unable to determine exactly what caused the abrasion.

Event description:
Boston scientific received info that this extender exhibited rising impedance and it is suspected to be fractured. The device and extender were explanted as the source of the impedance could not be ruled out. Upon receipt at boston scientific's post market quality assurance laboratory, analysis revealed no fracture. However, abrasion in the insulation was observed; abrasion most likely due to lead-on-lead.